Event description:
It was reported that after a da vinci-assisted surgical procedure, the sp monopolar carved scissors jaw open screw was separated. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer clarified that the fallen piece was the whole scissors tip accessory. The customer did not observe any damage on the monopolar curved scissors instrument tip or witness a collision that could have caused the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint "the jaw open screw was separated." For clarification, the instrument was found to have a dislodged grip knob. The grip knob was returned with the instrument. Probable root cause is attributed to device design.